Event description:
On march 31st nellcor puritan bennett rec'd info alleging a pt was being monitored by a n200 pulse oximeter and oxinet system. Reportedly, the pt expired. The hosp stated they did not hear the n200 alarm. The caller stated the oxinet system had alarmed for loss of pulse.